Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual sample was not received for evaluation however one companion sample was received. The visual inspection and simulated testing was performed and the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reported phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with two (2) prismaflex st150 set s and a prismaflex control unit, the machine issued the self-test alarm, however the operator was unable to complete the troubleshooting. A filter clotted alarm was issued and the machine shut down. The treatment was terminated without the extracorporeal blood being returned to the patient both times. There was no patient injury or medical intervention associated with this event. No additional information is available.